Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion area was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm for 30 seconds. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.